Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that, after the wound closure of the implant procedure of this implantable pacemaker, noise was observed on the right ventricular channel. It was decided to reopen the wound and reconnect the lead, while manipulating the system the problem was resolved. The procedure ended and this device remains in service. No further adverse patient effects were reported. Additional information was received detailing an analysis of technical services regarding the case. It was determined that the reason that the issue was resolved after manipulation of the system was due to air entrapment on the header. No further actions are needed.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that, after the wound closure of the implant procedure of this implantable pacemaker, noise was observed on the right ventricular channel. It was decided to reopen the wound and reconnect the lead, while manipulating the system the problem was resolved. The procedure ended and this device remains in service. No further adverse patient effects were reported. Additional information was received detailing an analysis of technical services regarding the case. It was determined that the reason that the issue was resolved after manipulation of the system was due to air entrapment on the header. No further actions are needed.

Event description:
It was reported that, after the wound closure of the implant procedure of this implantable pacemaker, noise was observed on the right ventricular channel. It was decided to reopen the wound and reconnect the lead, while manipulating the system the problem was resolved. The procedure ended and this device remains in service. No further adverse patient effects were reported. Additional information was received detailing an analysis of technical services regarding the case. It was determined that the reason that the issue was resolved after manipulation of the system was due to air entrapment on the header. No further actions are needed.